Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 1.6, lab: 2.9. On (B)(6) 2010: pt obtained 1.6 inr on the inratio meter twice. Pt's therapeutic range: 2.0-3.0 inr.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 1.6, reference: 2.9, mean: 2.25, confidence limits: 1.4-3.1. Analysis of the customer's data revealed that inratio and reference test result comparison meet accuracy criteria. Customer re-tested unit and both test results obtained were 1.6 inr. Since test comparison is below 20% cv, it meets precision criteria. No product is expected to be returned. No further investigation required. Pt's condition of lupus could have affected inr test results. As reviewed on 12/15/2010, fifteen discrepant result complaints were reported for lot #235739 yielding a complaint rate of 0.003%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.